Event description:
It was reported that, "the hemostasis valve cap came off during the procedure on the agilis sheath". It was confirmed that the cap did not fall off inside of the patient. The procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that, "the hemostasis valve cap came off during the procedure on the agilis sheath". It was confirmed that the cap did not fall off inside of the patient. The procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The investigation was completed, however, a component of the device was not returned for evaluation. Because that specific component was not returned with the device, a definitive root cause was not able to be determined. The initial (B)(4) report was filed in order to meet the 30 day requirement and was based solely on an preliminary assessment of the complaint. After further review of the reported complaint and internal documentation, it was determined that the chance that this complaint could cause or contribute to an event is very remote or very unlikely.

Manufacturer narrative:
X